Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that an aquabplus 2000 had no power to the stage 1 display. The biomed checked the fuses and found burnt cables at the motor protection switch, along with charring on the motor protection switch itself. The biomed resolved the reported issue by replacing the motor protection switch and the cables from the stage 1. After doing so, the biomed put the system into emergency bypass stage 1. No thermal damage was identified on any other machine components. There was no patient involvement associated with the reported issue. The samples were retained and the biomed stated they would be returned to the manufacturer for evaluation. In addition, a photo of the damaged components was provided.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. The review of the complaint history revealed that the reported event is a known problem. The reported event was confirmed based on a photo that was provided of the damaged machine component. The available machine data showed various impermissible on / off switching cycles and numerous run-dry alarms. The recommended restart time of 120 seconds (at minimum) was not respected, on multiple occasions. These impermissible switching cycles can lead or contribute to heat damage of the cables. Another possible cause of the error can be resetting the tripped motor protection switch too early. Indications for this were found in the machine data. The review of the instructions for use (IFU) reveals that the waiting period after resetting a triggered motor protection switch is adequately addressed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the provided photo, the reported problem was able to be confirmed. The issue was resolved by replacing the motor protection switch and the black connection cables.